Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient was checked post-op and it was noted the right atrial lead had dislodged. The lead was explanted and replaced. The patient was doing well post the procedure and would continue to be monitored.

Manufacturer narrative:
.